Manufacturer narrative:
Additional manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that during a pediatric cystoscopy procedure, the device alarmed at 44 degrees and shut itself off. The patient, under (B)(6) year old, had burns on her hip, arm, and forearm. The burns are only on one side - reportedly the same side that rested against the blanket. During the procedure, the patient's temperature was noted to be 35.1 degrees celsius. The reporter also stated that the blanket had been wet with cystoscopy water as it was placed under the patient at the beginning of the procedure. Additional information was requested regarding intervention and outcome.

Manufacturer narrative:
One level 1® equator® convective warming device was returned for evaluation. The device was returned with a hose that did not match the device's serial number and was observed to be an older design. Visual inspection found the device in used condition and the hose had helix separation. Functional testing involved a use test, an occlusion test, and alarm test and showed that the device met all specifications. It was observed that the device's servo connector was sensitive to disconnection, causing alarm and device shut down - this was not found to be relevant to the customer reported issue. The device had not been calibrated and serviced by smiths medical since 2014. Based on the evidence, the complaint could not be confirmed. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.